Manufacturer narrative:
Date of event: date estimated. Device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported, as a general comment, that for the last couple of years at least 20-30% of proglide devices have failed to deploy correctly during closure. Unspecified methods were used to achieve hemostasis. The number of patients, procedures, and number of proglide devices used could not be remembered and was not provided. No additional information was provided.